Manufacturer narrative:
The device was returned to olympus for evaluation. A microscopic inspection of the distal end device was performed and found 16mm of the probe detached. The missing portion was not returned for evaluation. A u509 ¿probe check¿ error was displayed on the generator. A visual inspection was performed on the received device and found teflon pad had normal wear, no metal exposed. There was evidence of char marks on the teflon pad. The most likely cause for the reported event is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that at the conclusion of a hysterectomy with colpotomy procedure, the probe broke off and fell into the patient. The probe was retrieved using forceps. There was no bleeding reported. The intended procedure was completed with another thunderbeat device. The device was inspected prior to use with no abnormalities found. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the broken probe. Error code u509 was observed. The distal end was inspected under a microscope and found approximately 16mm of the probe unit is detached. In addition, charred marks were found on the teflon pad.